Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported no complaint against a left side device as well as back pain. Healthcare professional later reported left side deflation. Device remains implanted.

Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that the event of deflation did not occur on the left side.